Event description:
The complainant reported that the sources were no longer contained within a closed system. All radioactive materials were positively accounted for. No adverse patient or user event was reported.